Manufacturer narrative:
No event date. No implant date. (B)(4).

Event description:
The patient had a resolute integrity drug-eluting stent implanted. Approximately two weeks post implant the patient experienced itching. The patient has advised that they have a nickel allergy. Patient also confirmed they had five other non-mdt stents implanted. No other clinical events reported. The patient has been to allergist to remove her jewelry for a few weeks and the itching has stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.